Event description:
It was reported by the affiliate that (1) ax55g was used during a low anterior resection procedure. It was reported that the staple line they closed with an ax55g, opened when they tried to use a circular stapler. The case was completed with another stapler. The pt consequence is unknown. 04/26/2000 add'l info: no pt consequence.